Manufacturer narrative:
A replacement pump was sent to the customer. Attempts to contact the customer for additional information were unsuccessful. Should additional information become available resulting in new, changed, or corrected data, a follow up report will be filed at that time. The original product was received on (B)(6) 2016. The evaluation showed that the device did not operate within specifications when tested with the customer's returned components; however, it was noted that several of the customer's components contained residue, and when tested with the lab kit components, the device functioned within specifications. See attached product evaluation for details. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2016, the customer reported to a medela customer service representative that she was experiencing low suction with her swing breast pump. She also reported that she had mastitis and an abscess on her breast. She said that she was on antibiotics and was scheduled for surgery to address the abscess.